Event description:
Information was received that device had error 1310, motor activation menu had odd symbols showed up. No adverse effects reported.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device showed "error code 1260" after power up. This type of error indicates a problem with the microprocessor board. The cause of the component problem was not established.

Event description:
Additional information: event date updated. No patient injury reported. No medical intervention required.